Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained rv oversensing events. One egm available showed question t-wave oversensing on a paced rv beat. Patient was asymptomatic to any of the events. Programming changes were made. The device will remain in place and we will continue to monitor the patient.